Manufacturer narrative:
H3: device evaluation: the lens was returned in a microcentrifuge vial, with moisture and residue/debris on product. Visual inspection found one haptic broken. Dimensional verification was performed and the lens was found to be in specification. Claim # (B)(4).

Manufacturer narrative:
Weight: unk race: unk ethnicity: unk PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicm5_12.1 implantable collamer lens, -06.50 diopter, into the patient's left eye (os), on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to excessive vaulting and the problem was resolved.